Manufacturer narrative:
.

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, a patient complained of the "inability to see up close with the lens." The coordinator reported an unexpected myopic outcome and an explant of the lens was performed.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).